Manufacturer narrative:
The device was returned to an unknown anomaly. As received, the device was reported above elective replacement indicator with telemetry and output. Final analysis did not identify any anomalies.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was explanted due to an unknown malfunction. The patient's condition was unknown.